Event description:
The consumer allegedly ran his power chair into the wall and broke his leg.

Manufacturer narrative:
User was reportedly traveling and upon returning from spain to ontario, they ran their chair into a wall and allegedly broke their leg. No additional details have been provided at this time. MDR filed based on alleged unconfirmed injury. As a courtesy MFR has replaced the chair.